Manufacturer narrative:
Unit was received in the field for evaluation. Refer to evaluation # (B)(4) - tubing was cut so we could not test handpiece. Upon internal inspection, no defects were found. Could not perform a functional analysis of the unit because the tubing was cut. Insufficient information for a complete investigation. The DHR for microtip lot 13413-01 was reviewed and showed that the units met manufacturing specifications when released and there were no issues related to the complaint. (B)(4).

Event description:
Microtip was primed successfully and tested a few minutes prior to using it. The tip was removed and tested prior to inserting into the pt. There was no cutting sound and console displayed error message "check handpiece". All connections were checked and verified that it was assembled properly. Nothing was out of the ordinary. Microtip was replaced with new one and it worked fine.